Manufacturer narrative:
The involved device was not available to the manufacturer, thus its inspection was not possible. Examination of the production records of the device indicated it was manufactured according to its specification. It is noted, that breakage of long proximal femur nails are reported in the literature (1). (1) iwakura et al. Breakage of a third generation gamma nail: a case report and review of the literature. Case rep orthop. 2013; 2013: 172352.

Event description:
Three weeks after implantation of a piccolo composite proximal femur nail, the nail broke and was removed and replaced with another nail in a revision operation.